Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon detachment occurred. An 8.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During unpacking, when the device was took out of the hoop, it was noted that the balloon detached from shaft of the catheter. The procedure was completed with another of the same device. No patient complications were reported.